Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to physical issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. The failure was isolated to a bent guide pin on the monitor's belt receptacle, causing the monitor to be unable to plug into the connector. The root cause for the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.